Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was spontaneously turning on after the pt had turned it off. The pt programmer showed the implanted neurostimulator was off, even though the pt was feeling stimulation turn on. The reported event was more apparent while the pt was lying down. There was no known accident or incident related to this event. Symptoms resolved after the pt was reeducated on turning the system on and off. The pt was receiving therapy as expected.